Event description:
The customer reported that there were intermittent communication failure error messages. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and put back into service.